Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, damaged battery compartment, and a damaged battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective latch sensor was the root cause and was replaced. The dso seal, battery compartment, and battery door were also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the k7 does not lock when key is turned. The investigation found the downstream occlusion (dso) seal to be damaged. There was unknown patient involvement.